Event description:
The surgeon reported surface opacification of the intraocular lens approx 17 months post-operative. The pt's visual acuity decreased to 20/60. The lens was explanted.

Event description:
In 1999 (approximately 13 months post-operative) the surgeon noted surface opacification of the intraocular lens.